Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his doctor changed his basal settings and his blood glucose level continues to rise. Blood glucose level was 319 mg/dl. Troubleshooting was performed. Customer's symptoms were thirst, going to the restroom, and didn't feel well. Customer was advised to disconnect from the pump. Customer disconnected at quick release. No air or leaks noted. Time, date, and basal rates are correct. The device passed high pressure test. Infusion set was removed and it was determined that it was not occluded. Customer was advised to change the full. No further information reported.